Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head displayed no image. This event occurred during preparation for use of an unspecified procedure. There are no reports of patient harm.

Event description:
It was reported that the camera head displayed no image. This event occurred during preparation for use of an unspecified procedure. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on the cable based on the results of the investigation, it is likely the following led to the malfunction: no image was due to moisture inside the charge coupled device lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.